Event description:
Complainant alleged that while attempting to monitor, the heart rhythm of a patient (age & gender unk) who was the victim of a hit and run, the device's screen went blank. The user replaced the battery and plugged the device into the ambulance's inverter and the device powered up without display. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.